Manufacturer narrative:
The lens was returned and evaluated. A device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that after the implantation of an intraocular lens into the left eye, the patient began to experience visual disturbances in the form of blurry vision and negative dysphotopsia. Approximately 3 months post-op, the lens was exchanged with a different model iol. Reportedly, the iris tore and prolapsed during removal of the iol and worsened after the insertion of the new iol. In the surgeon¿s opinion, the likely cause of the event was "subjective visual disturbance/temporal negative dysphotopsia".